Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. Corrected fields: g2 (health professional should not be selected on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, the reportable malfunction of a damaged lens was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the lens was damaged and misaligned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laparoscope had the ceramic tip cracked with a shadow on the image. There were no reports of patient harm.